Event description:
The product was used during a laparoscopic bullectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the device at the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.